Event description:
It was reported that the lengthening instrument did not function. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the device to work perfectly well. We were unable to duplicate the problem. Furthermore, we can confirm that each device is subject to a 100% functionality inspection after assembly. No product defect was established.